Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported an m31 air detected in cassette warning that occurred during fill 1 of 6 of treatment. The patient was connected during the incident. Fluid was seen step 9 of the end of treatment phase of removing the tubing set. The film on the back of the cassette was loose. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a possible issue with the membrane (possible hole). The patient also reported a humming noise throughout treatment. The cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Upon follow up, the pdrn confirmed the reported event. The pdrn stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m31 air detected in cassette warning cycler alarm while using the cycler and prior to the leak. The patient cancelled treatment and found fluid in the pump module area and on the external of the cassette. Per pdrn the patient found a small pinhole on the cassette membrane. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event and pending delivery of the replacement cycler. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was available to be returned for investigation.

Event description:
A peritoneal dialysis (pd) patient reported an m31 air detected in cassette warning that occurred during fill 1 of 6 of treatment. The patient was connected during the incident. Fluid was seen step 9 of the end of treatment phase of removing the tubing set. The film on the back of the cassette was loose. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a possible issue with the membrane (possible hole). The patient also reported a humming noise throughout treatment. The cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Upon follow up, the pdrn confirmed the reported event. The pdrn stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m31 air detected in cassette warning cycler alarm while using the cycler and prior to the leak. The patient cancelled treatment and found fluid in the pump module area and on the external of the cassette. Per pdrn the patient found a small pinhole on the cassette membrane. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event and pending delivery of the replacement cycler. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was available to be returned for investigation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane patient sensor check ¿ passed. Vacuum check ¿ passed. System air leak test ¿ passed. Teach pumps test ¿ passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. The sound (noise) emitted from the cycler during the accelerated stress test treatment was normal. The accelerated stress 3 hours¿ test passed. The sound (noise) emitted from the cycler during the accelerated stress test treatment was normal. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the edges from the rear panel. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.